Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which an air bubble was identified in the pump. Fluid leak was suspected to be due to a hole in the system. During the procedure, the existing ipp was removed and a new system was implanted. There were no patient complications associated with the event.